Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one(1) bd vacutainer® ultratouch¿ push button blood collection set, the rubber covering the non-patient needle did not cover back after a draw causing blood to leak into the holder. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 09-jan-2025 h3. Device eval by manufacturer- yes investigation summary - bd received approximately 200 samples and 2 photos for investigation. One of the customer photos depicts a device with the sleeve not properly recovered over the np cannula. Additionally, 30 of the returned samples were tested using functional tests, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Similarly, functional tests were conducted on 30 retained samples, and all samples passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, these 30 retained samples were tested for retraction lockout functionality, and all samples passed, being able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the rubber covering the non-patient needle did not cover back after a draw causing blood to leak into the holder. No patient impact reported.